Manufacturer narrative:
A supplemental report is being submitted based on review of medical records. The following sections of this report have been updated: b5 (describe event or problem), b7 (other relevant history), and g3 (date received by manufacture).

Event description:
Upon review of medical records, at 3 years and 8 months, the patient presented with moderate-severe bioprosthetic transvalvular aortic insufficiency (ai). An echo (tte) performed at 3 months and 4 months post 29mm sapien 3 procedure, revealed bioprosthetic aortic valve is well-seated. Moderate to severe aortic regurgitation with a peak gradient of 14mmhg and mean gradient of 8 mhg. An echo (tte) performed at 3 years and 5 months revealed a bioprosthesis in the aortic position without stenosis. There is evidence of moderate to severe bioprosthetic aortic valve regurgitation.

Manufacturer narrative:
Update to h6 (clinical code - correction, type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The sapien 3 valve was not returned for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Medical records were reviewed and confirmed moderate-severe bioprosthetic transvalvular aortic insufficiency. A 2nd sapien 3 valve was successfully implanted. A device history record (DHR) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history review was performed and revealed no other similar reported events relating to the event. The commander delivery system with s3 IFU was reviewed for guidance and instructions. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central regurgitation post implantation was confirmed from the provided medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 3 years and 8 months post implant of a 26mm sapien 3 a 2nd thv valve a 29mm sapien 3 valve was implanted due to regurgitation'. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis. Review of medical report revealed patient's history of chronic kidney disease. Chronic kidney disease is a known risk factor for leaflet calcification. Leaflet calcification can impact proper coaptation of valve leaflets, leading to central regurgitation. In this case, available information suggests that patient factors (chronic kidney disease) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in the patient.

Event description:
As reported through implant patient registry, approximately 3 years and 8 months post implant of a 26mm sapien 3 in a non-edwards evolut valve a 2nd edwards 29mm sapien 3 valve was implanted due to regurgitation.